Event description:
Customer reported a blood leak on the reported dialyzer lot number. The leak occurred in 2001, use 9. The leak was noted by a leak alarm and confirmed with a positive hemastix result. The estimated blood loss was approximately 200 cc. Treatment was continued with a new dialyzer and new blood lines without incident. No pt injuries or medical intervention reported by the customer.